Event description:
It was reported that the customer was hospitalized due to low blood glucose. Troubleshooting was performed. Prior to hospitalization, the customer took a 7.0 unit bolus. No further information was provided.

Manufacturer narrative:
A completed analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.